Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported a newly-installed fresenius 2008t hemodialysis (hd) machine that gave off a burning smell and had visible burn damage and to the power supply cable prongs. The burned part was noticed during regular inspection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no smoke, spark, flame, or arcing observed. The biomed replaced the plug, which resolved the issue. The biomed reported that a fresenius regional equipment specialist (res) replaced the complete power supply to resolve the issue and return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed an onsite investigation for a burning smell and burned power supply power cable. The res resolved the reported physical damage issue by removing and replacing the power supply assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.